Event description:
A dentist was performing a routine procedure on a pt using a dental handpiece when the handpiece burr disengaged from the non-kavo turbine during operation and lacerated the patient's cheek.